Event description:
Related manufacturer's reference number: 2017865-2021-21884. It was reported that the patient fell and presented in the emergency room (ER). It was observed that the right ventricular (rv) lead and the right atrial (ra) lead had dislodged. During pocket/lead revision procedure it was noted that the helix would not retract or extend. The rv and ra lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.